Event description:
It was reported that for a coronary interventional procedure to the de novo, middle left anterior descending artery with moderate tortuosity, heavy eccentric calcification and 90% stenosis, the 2.5 x 18 mm promus stent delivery system would not cross the lesion. Upon withdrawal of the device, the proximal edge of the stent got caught with the guiding catheter which flared the struts. The device was not used on the patient. The procedure was completed with another promus device. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood on the balloon, which is consistent with advancement into the body. There was contrast in the inflation lumen, which is consistent with preparation for use. The stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. There were mangled struts on the first and second rows at the proximal end of the stent implant. The guiding catheter used in the procedure was not returned; therefore, it is unknown how it may have contributed to the reported difficulties. An attempt was made to advance the sds through a new 6-french guiding catheter but the damaged portion of the stent would not advance. Since there was no damage noted during the inspection prior to use, this suggests that a product quality deficiency did not contribute to the reported difficulties. In this case, the lesion was described as heavily calcified, moderately tortuous, and 90% stenosed, which likely contributed to the reported failure to advance/cross the lesion. It was reported that during withdrawal of the device, the proximal edge of the stent implant inadvertently got caught with the guiding catheter, which flared the struts and most likely resulted in resistance as the damaged struts interacted with the guiding catheter. There is no indication of a product quality deficiency. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. Additionally, factors which may contribute to resistance with a guiding catheter include, but are not limited to, damage to the device, damage to the guiding catheter, size selection, and/or procedural technique. A review of the lot history record for the reported lot did not reveal any nonconforming material record associated with this lot that would have contributed to this complaint. A query of the complaint handling database for the reported lot found no other incidents reported for difficulty to remove from the guiding catheter for this lot. There is no indication of a lot specific product deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality prior to lot release.